Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that a button was not pressed for 3 minutes or longer. The customer was unable to clear the alarm with the escape and act buttons. The customer will be sent a replacement pump. The customer will return the pump for analysis.